Event description:
Cath was inserted without difficulty and connected to a pump. The pump started to give high pressure alarms. Pump was disconnected and another pump was connected to the iab. It appeared to be working, when blood was noted in the catheter tubing. Physician decided to leave the iab in the pt, although he had determined that the balloon had developed a hole. Pt subsequently expired of causes unrelated to this incident.